Event description:
I was involved in a fatal car accident where my friend died instantly due to the general motors recall with the ignitions we were going around a turn and that's when the vehicle went silent the driver had no steering, or brakes and it disabled the airbags we hit a tree at 50 mph. I was in the front passenger seat the driver died instantly with his brain matter splattered everywhere all over me. I was air back to (B)(6) where I had three emergency surgery one was for a collapsed lung, the other was for all the ribs on my left side where shattered and the third was for my ruptured spleen. They performed the surgery and used a medical device called a cook embolization coil, I just found out recently that the surgeons dropped this coil into my abdomen off of the catheter and abandon the retrieval attempt due to the trauma it was causing me the patient. They pushed this cook embolization coil into my hepatic artery wall where it is currently embedded and blocking the blood flow to my liver. In the past years I've had these unknown serious medical issues that required serious surgery is serious trauma with life-altering consequences due to this cook embolization coil that I found out was dropped in me and left and it has been recalled for many reasons. I have experience every horrible side effect for individuals who have this cook immunization coil I have been through amputations, necrosis, aneurysms, serious blood clotting disorder, try ebola which means my blood doesn't get filtered through my liver any longer because it is blocked with this toxic metal device that is killing people I've had surgeries for the serious infections , mrsa. I'm in the process of fighting to keep my right thumb currently I already had my right finger and potato because of a blood clotting disorder that was diagnosed from this cook immunization coil and which indeed is a side effect of this coil . I have all my medical records I have the model number for this coil the light number for this coil the operative notes pictures of every issue that's occurred and if this does not get fixed or taken care of I am not going to live very much longer. My family and I have been through more than you think the family could handle the only side effect I haven't had from the coil thus far is death. There is large lawsuits going on against cook medical in indiana due to patients who have these coils implanted in them which I have several plus I have the one that has migrated to my hepatic artery I'm 40 years old my whole life has changed due to something I had no control over I am asking that please somebody help my family and I have all the burden of proof you would need it seems like no doctors or lawyers in (B)(6) want to deal with it because it's a liability case or they don't want to see their friends but I did just get diagnosed with the blood clotting disorder due to this cook embolization coil and all my medical issues are literally identical to what you would read about why this coil was recalled. I appreciate your time I can be reached at (B)(6) thank you very much have a blessed day. Coil is implanted in my hepatic artery wall currently, blocking the blood flow required for a normal functioning liver. I've had every side effect from this recalled coil such as amputation, necrosis, try ebola, blood clotting disorder the only one I haven't had is death please help me. This recalled coil has caused 9 of the 10 reasons why the coil was recalled, I've lost limbs, cant draw my blood with a 16 gauge needle that is how bad the blood clotting is. I was never told after the surgery that it didn't go as planned in a metal cook embolization coil was dropped into my abdomen and pushed into my hepatic artery wall and they abandoned their retrieval attempt due to the perforating of my other organ and trauma it was causing me. I was there 27 days nothing was ever mentioned one thing about it not even in my discharge papers I recently found out from an x-ray tech when I was getting x-rays she pointed it out to me and I became curious because in the previous years I've had all these serious unexplainable medical issues and I was able to locate the operative note and then looked up with a cook embolization coil is and I just could not believe it. There are many people suing cook medical and are getting millions of dollars and haven't experienced anything close to what I have. If I don't get help I'm probably going to die earlier than I should. I made a complaint to the hospital and cook medical called me back immediately and tried to get me to do a recorded statement without telling me they were an attorney but I did not I have all the proof you need I've done so much research on my experiences as well as the logistics of this. I didn't have a choice, no other doctors wanted to help now. I just need a legal team or someone who will actually fight for a victim whose life has changed, have been a carpenter for 25 years and now I'm missing my finger and my thumb currently has necrosis. Cook medical is involved in litigation with many others who haven't been through anything close to what I've experienced. I just need help. Thank you very much.